Event description:
The gia stapler had been used to resect the bowel and was reloaded to resect another section, but there was incomplete firing of the staples. The staples did not go across the bowel, which then required further bowel resection and use of a different stapler.